Event description:
It was reported that when the implantable loop recorder (ilr) was interrogated two weeks post implant false positive episodes of asystole were noted to have occurred the day of implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).